Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not returned to manufacturer.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed, as the reported product and photographs were not provided. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review complaint history review determined that there was no other similar reported events for the lot. Conclusions: the event was not confirmed as the reported product or photographs were not provided for review. Based on the information provided by the customer, a single unit carton was delivered to the hospital in a plastic bag not filled with bubble packaging. The hospital keeps the cement as a single pack in a box in the sister's office. It is not known how long the reported unit was present at the hospital before being unpacked prior to surgery. The package of the liquid ampoule was soaked but no odour was noticed. When a vial is broken an odour is emitted that lasts a short period of time as the liquid evaporates when exposed to the atmosphere. While there was no imminent odour noticed, the liquid packaging was still soaked and the liquid monomer had not dried up. This indicates that an ampoule was broken shortly before the product was reviewed by the customer. Based on the description of the event and the additional information pertaining to the details of the packaging and damage noted, it appears that this product was damaged due to inappropriate handling or storage either during distribution/transportation to the hospital or at the hospital.

Event description:
The packaging for simplex cement with tobramycin part number - 61971001 was wet upon unpacking prior to surgical procedure . It was noticed that the liquid vial in simplex cement with tobramycin was broken.

Event description:
The packaging for simplex cement with tobramycin part number - (B)(4) was wet upon unpacking prior to surgical procedure. It was noticed that the liquid vial in simplex cement with tobramycin was broken.